Event description:
It was reported that on (B)(6) 2025, the patient was hospitalized and diagnosed with diabetic ketoacidosis while using the dash system. The duration of pod wear at the time of the event was not provided. On the date of the event, blood glucose levels were reportedly consistently above 400 mg/dl, which prompted the patient to seek medical attention. No specific symptoms were reported aside from the patient feeling unwell. During follow-up, the patient stated that the reason for hospitalization was unrelated to the pod; however, no additional clarification was provided. This event is being reported out of an abundance of caution due to potential dash system use on the date of occurrence.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. No lot release records were reviewed, as the product lot number was not provided.